Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision surgery, the patient's leads had migrated and were noticeably fractured once the physician cut down in the incision. The patient reported multiple falls prior to the procedure. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.